Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a broken display hinge. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions),h11.the getinge service territory manager (stm) that discovered the issue replaced the hinge to resolve the issue. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The following was performed by failure analysis and testing dept. The failure analysis and testing department received part number 0105-00-0138-02 hinge serial number: n/a with a reported unit failure of broken display hinge. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the hinge part number 0105-00-0138-02 is broken. Due to the broken hinge, the fat dept. Cannot install and investigate any further. Retaining the hinge in the failure analysis and testing dept. Per procedure.